Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the customer's insulin pump had a full black screen. The patient's blood glucose at the time of incident is unknown. Troubleshooting was initiated and it was confirmed that the device was exposed to extreme temperatures. The temperature stabilized at room temperature. However, a self test could not be performed due to the full black screen. The insulin pump will be returned for analysis and a replacement device was shipped to the customer.

Manufacturer narrative:
The insulin pump was received with blank display due to broken solder joint on the interface board. Unable to verify full black screen or perform the functional testing, including the operating currents test, self-test, a21 error test, displacement, rewind, basic occlusion, occlusion, prime and no delivery tests due to blank display anomaly. The insulin pump had cracked battery tube threads, reservoir tube, minor scratched display window and missing the end cap sticker.